Manufacturer narrative:
Block b3: exact date unknown, event occurred 1-2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) replacement was no longer working as intended. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by facility per policy.